Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0513 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when passing the PICC, the catheter ruptured near to the hub, missing 5 centimeters for complete introduction. It was stated the device was discarded after the procedure. No other information was provided.